Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
Corrected data: additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. As such, this event no longer meets the reportability criteria.